Event description:
A report was received from a nurse at the user facility stating that a tracheal tube's cuff did not inflate. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. A visual inspection was performed the cuff's valve was observed to present a fissure. The valve was observed to leak thru the fissure. The failure mode was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.